Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 782774) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, diabetes, hypercholesterolemia, migraine, hypothyroidism and hypertension. Concomitant products included levothyroxine since 2011 for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tinnitus ("tinnitus"), rash ("rash between breasts"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: unspecified"), nausea ("nausea"), paraesthesia ("tingling hands/feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unspecified"), alopecia ("hair loss"), breast pain ("breast pain") and pain ("pain: body aches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, allergy to metals, menorrhagia, hot flush, vaginal haemorrhage, tinnitus, migraine, headache, reproductive tract disorder, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and gastrointestinal disorder outcome was unknown and the rash, alopecia, breast pain and pain had resolved. The reporter considered allergy to metals, alopecia, breast pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pain, paraesthesia, rash, reproductive tract disorder, tinnitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6). Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. The reporter information was updated. Demographic detail was updated. Concurrent conditions, lab data was added. Essure insertion and removal date was updated. Essure indication and lot number was added. Event: severe physical injuries were updated to hot flashes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, psychological or psychiatric problems condition: unspecified, rashes or skin conditions type: rash between breasts, migraines / headaches, reproductive system disorder or condition type of disorder or condition: unspecified, nausea, tingling hands/feet, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: breast pain/body aches, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: unspecified, hair loss, breast pain and tinnitus. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") and pulmonary thrombosis ("blood clots in lungs due to combination of hysterectomy and hormine patch") in an adult female patient who had essure (batch no. 782774) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, diabetes, hypercholesterolemia, migraine, hypothyroidism, hypertension, hypothyroidism, drug hypersensitivity (dilaudid: itching fentanyl: itching. Keflex: headache. Lodine: itching. Lorabid: itching. Lorcet (hydrocodone): itching. Lortab: itching. Morphine: itching. Motrin: itching. Nickel tizanidine: itching. Tylenol-codeine 3: itching. Ultram: itching) and itching (dilaudid: itching. Fentanyl: itching. Keflex: headache. Lodine: itching. Lorabid: itching. Lorcet (hydrocodone): itching. Lortab: itching. Morphine: itching. Motrin: itching. Nickel tizanidine: itching. Tylenol-codeine 3: itching. Ultram: itching). Concomitant products included levothyroxine since 2011 for hypothyroidism as well as rivaroxaban (xarelto) since 2015, simvastatin since 2012 and venlafaxine since 2015. In 2011, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with rash. In (B)(6) 2012, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pain ("pain: body aches"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and hypoaesthesia ("numbness hands/feet"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), tinnitus ("tinnitus"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: unspecified"), paraesthesia ("tingling hands/feet"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unspecified"), alopecia ("hair loss"), breast pain ("breast pain") and pulmonary thrombosis (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, allergy to metals, menorrhagia, hot flush, vaginal haemorrhage, tinnitus, migraine, headache, reproductive tract disorder, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, mood swings, hypoaesthesia and pulmonary thrombosis outcome was unknown and the alopecia, breast pain and pain had resolved. The reporter considered allergy to metals, alopecia, breast pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pain, paraesthesia, pulmonary thrombosis, reproductive tract disorder, tinnitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 trailing coils on the left, 3 trailing coils on the patient's tight. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on an unknown date: negative . Current weight 230 lbs. (B)(6) 2014, us transvaginal: indeterminate 15 mm ovoid heterogeneous echogenic left adnexal nodule. Recommend contrast enhanced pelvic MRI to further evaluate. 16 mm anechoic left paraovarian cyst. (B)(6) 2015, pathology reports: specimen: a uterus, cervix, bilat fallopian tubes, bilat ovaries diagnosis: uterus, bilateral tubes and ovaries, hysterectomy/bilateral salpingo-oophorectomy: cervix: mild nonspecific inflammation. - squamous metaplasia. Endometrium: dys synchronous pattern endometrium. Myometrium: adenomyosis. Right and left ovaries and fallopian tubes: negative for any significant pathologic changes gross description: the uterus proper weighs 127 grams. Cervical os is circular in shape and measures 0.3 cm in diameter. Specimen is serially sectioned, and the endometrium in greatest dimension measures 0.1 cm, myometrium 2.5 cm. The endometrium and myometrium are free of any masses or nodularities. Sections of endometrium/myometrium cassette 3 and 4. The right ovary measures 3.5 x 2.5 x 2.0 cm, associated fimbria and fallopian tube measures 8.1 x 0.6 x 0.6 cm. Sections of grossly unremarkable right ovary and fallopian tube cassette 5. The left ovary measures 2.0 x 2.0 x 1.9 cm, associated fimbria and fallopian tube measures 6.1 x 0.7 x 0.7 cm. Sections of grossly unremarkable left ovary and fallopian tube cardiac size 6. Hemoglobin 9.9, hematocrit 30.6. All other parameters of the cbc within normal limits quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and multiple episodes of pulmonary thrombosis ('blood clot lung', 'blood clots in lungs due to combination of hysterectomy and hormine patch') in a 37-year-old female patient who had essure (batch no. 782774) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight 230 lbs. (B)(6) 2014, us transvaginal: indeterminate 15 mm ovoid heterogeneous echogenic left adnexal nodule. Recommend contrast enhanced pelvic MRI to further evaluate. 16 mm anechoic left paraovarian cyst. (B)(6) 2015, pathology reports: specimen: a uterus, cervix, bilat fallopian tubes, bilat ovaries diagnosis: uterus, bilateral tubes and ovaries, hysterectomy/bilateral salpingo-oophorectomy: cervix: mild nonspecific inflammation. Squamous metaplasia. Endometrium: dys synchronous pattern endometrium. Myometrium: adenomyosis. Right and left ovaries and fallopian tubes: negative for any significant pathologic changes gross description: the uterus proper weighs 127 grams. Cervical os is circular in shape and measures 0.3 cm in diameter. Specimen is serially sectioned, and the endometrium in greatest dimension measures 0.1 cm, myometrium 2.5 cm. The endometrium and myometrium are free of any masses or nodularities. Sections of endometrium/myometrium cassette 3 and 4. The right ovary measures 3.5 x 2.5 x 2.0 cm, associated fimbria and fallopian tube measures 8.1 x 0.6 x 0.6 cm. Sections of grossly unremarkable right ovary and fallopian tube cassette 5. The left ovary measures 2.0 x 2.0 x 1.9 cm, associated fimbria and fallopian tube measures 6.1 x 0.7 x 0.7 cm. Sections of grossly unremarkable left ovary and fallopian tube cardiac size 6. Hemoglobin 9.9, hematocrit 30.6. All other parameters of the cbc within normal limits. Concurrent conditions included overweight, diabetes, hypercholesterolemia, migraine, hypothyroidism, hypertension, hypothyroidism, drug hypersensitivity (dilaudid: itching fentanyl: itching. Keflex: headache. Lodine: itching. Lorabid: itching. Lorcet (hydrocodone): itching. Lortab: itching. Morphine: itching. Motrin: itching, nickel. Tizanidine: itching. Tylenol-codeine 3: itching. Ultram: itching), itching (dilaudid: itching. Fentanyl: itching. Keflex: headache. Lodine: itching. Lorabid: itching. Lorcet (hydrocodone): itching. Lortab: itching. Morphine: itching. Motrin: itching, nickel. Tizanidine: itching. Tylenol-codeine 3: itching. Ultram: itching), nabothian cyst, uterine fibroid, breast pain, breast lump and hot flashes. Concomitant products included levothyroxine since 2011 for hypothyroidism as well as acetylsalicylic acid (aspirin), biotin, clorprenaline hydrochloride (effectol), ketorolac tromethamine (toradol), naproxen sodium (naproxin), oxycodone hydrochloride;paracetamol (percocet), paroxetine hydrochloride (paxil), rivaroxaban (xarelto) since 2015, simvastatin since 2012 and venlafaxine since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced the first episode of allergy to metals ("nickel allergy") with rash. In (B)(6) 2012, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pain ("pain: body aches"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and hypoaesthesia ("numbness hands/feet"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pulmonary thrombosis (seriousness criterion hospitalization), hot flush ("hot flashes"), tinnitus ("tinnitus"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: unspecified"), paraesthesia ("tingling hands/feet/ needles feeling in my hands"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unspecified"), alopecia ("hair loss"), breast pain ("breast pain"), mood swings ("mood swings"), abdominal distension ("I have the bloating things going"), adnexa uteri pain ("I get sharp stabbing pain in my right ovary"), autoimmune disorder ("autoimmune disorder"), madarosis ("eyelashes"), hair colour changes ("getting more gray hairs"), ovarian cyst ("ovarian cyst"), arthralgia ("knee pain"), back pain ("my upper back hurts"), ear pruritus ("I have been breaking out something terible in between my boobs and my ears(inside$outside of both ears) it all itches"), pneumocystis jirovecii pneumonia ("pcp"), the second episode of allergy to metals ("nickel allergy"), stress ("stresses"), neuralgia ("nerve pain"), glucose tolerance impaired ("I am border line diabetic"), hernia ("hernia"), night sweats ("sweating night"), myocardial infarction ("I wasa having heart attack"), the second episode of pulmonary thrombosis ("blood clot lung"), chest pain ("chest pain"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heart burn") and skin exfoliation ("scalp") and was found to have blood glucose abnormal ("blood sugar control") and hepatic enzyme increased ("liver enzymes high"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, menorrhagia, hot flush, vaginal haemorrhage, tinnitus, migraine, headache, reproductive tract disorder, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, mood swings, hypoaesthesia, abdominal distension, adnexa uteri pain, autoimmune disorder, madarosis, hair colour changes, ovarian cyst, arthralgia, back pain, ear pruritus, pneumocystis jirovecii pneumonia, the last episode of allergy to metals, stress, glucose tolerance impaired, hernia, night sweats, hepatic enzyme increased, myocardial infarction, the last episode of pulmonary thrombosis, chest pain and skin exfoliation outcome was unknown and the alopecia, breast pain and pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, arthralgia, autoimmune disorder, back pain, blood glucose abnormal, breast pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, glucose tolerance impaired, hair colour changes, headache, hepatic enzyme increased, hernia, hot flush, hypoaesthesia, madarosis, menorrhagia, migraine, mood swings, myocardial infarction, nausea, neuralgia, night sweats, ovarian cyst, pain, paraesthesia, pneumocystis jirovecii pneumonia, reproductive tract disorder, skin exfoliation, stress, tinnitus, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of allergy to metals, the first episode of pulmonary thrombosis, the second episode of allergy to metals and the second episode of pulmonary thrombosis to be related to essure. The reporter commented: there were 5 trailing coils on the left, 3 trailing coils on the patient's tight. The patient's doctor has agreed to a hysterectomy but want to do an ultrasound and endometriosis biopsy first then after that she would decide if she is going to take both ovaries or just leave one ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Lot number:782774, manufacturing date: 2010-09, expiration date:2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and multiple episodes of pulmonary thrombosis ('blood clot lung', 'blood clots in lungs due to combination of hysterectomy and hormine patch') in a 37-year-old female patient who had essure (batch no. 782774) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight 230 lbs. (B)(6) 2014, us transvaginal: indeterminate 15 mm ovoid heterogeneous echogenic left adnexal nodule. Recommend contrast enhanced pelvic MRI to further evaluate. 16 mm anechoic left paraovarian cyst. (B)(6) 2015, pathology reports: specimen: a uterus, cervix, bilat fallopian tubes, bilat ovaries diagnosis: uterus, bilateral tubes and ovaries, hysterectomy/bilateral salpingo-oophorectomy: cervix: mild nonspecific inflammation. - squamous metaplasia. Endometrium: dys synchronous pattern endometrium. Myometrium: adenomyosis. Right and left ovaries and fallopian tubes: negative for any significant pathologic changes gross description: the uterus proper weighs 127 grams. Cervical os is circular in shape and measures 0.3 cm in diameter. Specimen is serially sectioned, and the endometrium in greatest dimension measures 0.1 cm, myometrium 2.5 cm. The endometrium and myometrium are free of any masses or nodularities. Sections of endometrium/myometrium cassette 3 and 4. The right ovary measures 3.5 x 2.5 x 2.0 cm, associated fimbria and fallopian tube measures 8.1 x 0.6 x 0.6 cm. Sections of grossly unremarkable right ovary and fallopian tube cassette 5. The left ovary measures 2.0 x 2.0 x 1.9 cm, associated fimbria and fallopian tube measures 6.1 x 0.7 x 0.7 cm. Sections of grossly unremarkable left ovary and fallopian tube cardiac size 6. Hemoglobin 9.9, hematocrit 30.6. All other parameters of the cbc within normal limits. Concurrent conditions included overweight, diabetes, hypercholesterolemia, migraine, hypothyroidism, hypertension, hypothyroidism, drug hypersensitivity (dilaudid: itching fentanyl: itching keflex: headache lodine: itching lorabid: itching lorcet (hydrocodone): itching lortab: itching morphine: itching motrin: itching nickel tizanidine: itching tylenol-codeine 3: itching ultram: itching), itching (dilaudid: itching fentanyl: itching keflex: headache lodine: itching lorabid: itching lorcet (hydrocodone): itching lortab: itching morphine: itching motrin: itching nickel tizanidine: itching tylenol-codeine 3: itching ultram: itching), nabothian cyst, uterine fibroid, breast pain, breast lump and hot flashes. Concomitant products included levothyroxine since 2011 for hypothyroidism as well as acetylsalicylic acid (aspirin), antithrombotic agents, biotin, clorprenaline hydrochloride (effectol), ketorolac tromethamine (toradol), naproxen sodium (naproxin), oxycodone hydrochloride;paracetamol (percocet), paroxetine hydrochloride (paxil), rivaroxaban (xarelto) since 2015, simvastatin since 2012, venlafaxine hydrochloride (effexor) and venlafaxine since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced the first episode of allergy to metals ("nickel allergy") with rash. In (B)(6) 2012, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pain ("pain: body aches"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and hypoaesthesia ("numbness hands/feet"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pulmonary thrombosis (seriousness criterion hospitalization), hot flush ("hot flashes"), tinnitus ("tinnitus"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: unspecified"), paraesthesia ("tingling hands/feet/ needles feeling in my hands"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unspecified"), alopecia ("hair loss, my hair has been coming out too by handfuls when I wash my hair "), breast pain ("breast pain"), mood swings ("mood swings"), abdominal distension ("I have the bloating things going"), adnexa uteri pain ("I get sharp stabbing pain in my right ovary"), autoimmune disorder ("autoimmune disorder"), madarosis ("eyelashes"), hair colour changes ("getting more gray hairs"), ovarian cyst ("ovarian cyst, I also get cyst on my ovaries if I'm not kept on bc "), arthralgia ("knee pain"), back pain ("my upper back hurts"), ear pruritus ("I have been breaking out something terible in between my boobs and my ears(inside$outside of both ears) it all itches"), pneumocystis jirovecii pneumonia ("pcp"), the second episode of allergy to metals ("nickel allergy"), stress ("stresses"), neuralgia ("nerve pain"), glucose tolerance impaired ("I am border line diabetic"), hernia ("hernia"), night sweats ("sweating night"), myocardial infarction ("I wasa having heart attack"), the second episode of pulmonary thrombosis ("blood clot lung"), chest pain ("chest pain"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heart burn"), skin exfoliation ("scalp") and ovulation pain ("I also get really bad sharp throbing pains during ovulation") and was found to have blood glucose abnormal ("blood sugar control") and hepatic enzyme increased ("liver enzymes high"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, menorrhagia, hot flush, vaginal haemorrhage, tinnitus, migraine, headache, reproductive tract disorder, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, mood swings, hypoaesthesia, abdominal distension, adnexa uteri pain, autoimmune disorder, madarosis, hair colour changes, ovarian cyst, arthralgia, back pain, ear pruritus, pneumocystis jirovecii pneumonia, the last episode of allergy to metals, stress, glucose tolerance impaired, hernia, night sweats, hepatic enzyme increased, myocardial infarction, the last episode of pulmonary thrombosis, chest pain, skin exfoliation and ovulation pain outcome was unknown and the alopecia, breast pain and pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, arthralgia, autoimmune disorder, back pain, blood glucose abnormal, breast pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, glucose tolerance impaired, hair colour changes, headache, hepatic enzyme increased, hernia, hot flush, hypoaesthesia, madarosis, menorrhagia, migraine, mood swings, myocardial infarction, nausea, neuralgia, night sweats, ovarian cyst, ovulation pain, pain, paraesthesia, pneumocystis jirovecii pneumonia, reproductive tract disorder, skin exfoliation, stress, tinnitus, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of allergy to metals, the first episode of pulmonary thrombosis, the second episode of allergy to metals and the second episode of pulmonary thrombosis to be related to essure. The reporter commented: there were 5 trailing coils on the left, 3 trailing coils on the patient's tight. The patient's doctor has agreed to a hysterectomy but want to do an ultrasound and endometriosis biopsy first then after that she would decide if she is going to take both ovaries or just leave one ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Lot number:782774 , manufacturing date: 2010-09, expiration date:2013-09. Concerning the injuries reported in this case, the following ones were reported via social media: hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per mail communication this case was duplicate of case (B)(4) . All the information including event " I also get really bad sharp throbing pains during ovulation ". Reporter information, concomitant drugs" were transferred from deletion case to this case. MFR number 2951250-2020-02954. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") and pulmonary thrombosis ("blood clots in lungs due to combination of hysterectomy and hormine patch") in an adult female patient who had essure (batch no. 782774) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, diabetes, hypercholesterolemia, migraine, hypothyroidism, hypertension, hypothyroidism, drug hypersensitivity (dilaudid: itching fentanyl: itching keflex: headache lodine: itching lorabid: itching lorcet (hydrocodone): itching lortab: itching morphine: itching motrin: itching nickel tizanidine: itching tylenol-codeine 3: itching ultram: itching) and itching (dilaudid: itching fentanyl: itching keflex: headache lodine: itching lorabid: itching lorcet (hydrocodone): itching lortab: itching morphine: itching motrin: itching nickel tizanidine: itching tylenol-codeine 3: itching ultram: itching). Concomitant products included levothyroxine since 2011 for hypothyroidism as well as rivaroxaban (xarelto) since 2015, simvastatin since 2012 and venlafaxine since 2015. In 2011, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with rash. In (B)(6) 2012, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pain ("pain: body aches"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and hypoaesthesia ("numbness hands/feet"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), tinnitus ("tinnitus"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: unspecified"), paraesthesia ("tingling hands/feet"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unspecified"), alopecia ("hair loss"), breast pain ("breast pain") and pulmonary thrombosis (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, allergy to metals, menorrhagia, hot flush, vaginal haemorrhage, tinnitus, migraine, headache, reproductive tract disorder, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, mood swings, hypoaesthesia and pulmonary thrombosis outcome was unknown and the alopecia, breast pain and pain had resolved. The reporter considered allergy to metals, alopecia, breast pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pain, paraesthesia, pulmonary thrombosis, reproductive tract disorder, tinnitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 trailing coils on the left, 3 trailing coils on the patient's tight. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion pregnancy test - on an unknown date: negative current weight 230 lbs. On (B)(6) 2014, us transvaginal: indeterminate 15 mm ovoid heterogeneous echogenic left adnexal nodule. Recommend contrast enhanced pelvic MRI to further evaluate. 16 mm anechoic left paraovarian cyst. On (B)(6) 2015, pathology reports: specimen: a uterus, cervix, bilat fallopian tubes, bilat ovaries diagnosis: uterus, bilateral tubes and ovaries, hysterectomy/bilateral salpingo-oophorectomy: cervix: mild nonspecific inflammation. Squamous metaplasia. Endometrium: dys synchronous pattern endometrium. Myometrium: adenomyosis. Right and left ovaries and fallopian tubes: negative for any significant pathologic changes gross description: the uterus proper weighs 127 grams. Cervical os is circular in shape and measures 0.3 cm in diameter. Specimen is serially sectioned, and the endometrium in greatest dimension measures 0.1 cm, myometrium 2.5 cm. The endometrium and myometrium are free of any masses or nodularities. Sections of endometrium/myometrium cassette 3 and 4. The right ovary measures 3.5 x 2.5 x 2.0 cm, associated fimbria and fallopian tube measures 8.1 x 0.6 x 0.6 cm. Sections of grossly unremarkable right ovary and fallopian tube cassette 5. The left ovary measures 2.0 x 2.0 x 1.9 cm, associated fimbria and fallopian tube measures 6.1 x 0.7 x 0.7 cm. Sections of grossly unremarkable left ovary and fallopian tube cardiac size 6. Hemoglobin 9.9, hematocrit 30.6. All other parameters of the cbc within normal limits most recent follow-up information incorporated above includes: on 1-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as blood clots in lungs due to combination of hysterectomy and hormine patch, numbness of hand/feet, mood swings. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and pulmonary thrombosis ('blood clots in lungs due to combination of hysterectomy and hormine patch') in an adult female patient who had essure (batch no. 782774) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight 230 lbs. (B)(6) 2014, us transvaginal: indeterminate 15 mm ovoid heterogeneous echogenic left adnexal nodule. Recommend contrast enhanced pelvic MRI to further evaluate. 16 mm anechoic left paraovarian cyst. (B)(6) 2015, pathology reports: specimen: a uterus, cervix, bilat fallopian tubes, bilat ovaries diagnosis: uterus, bilateral tubes and ovaries, hysterectomy/bilateral salpingo-oophorectomy: cervix: mild nonspecific inflammation. - squamous metaplasia. Endometrium: dys synchronous pattern endometrium. Myometrium: adenomyosis. Right and left ovaries and fallopian tubes: negative for any significant pathologic changes gross description: the uterus proper weighs 127 grams. Cervical os is circular in shape and measures 0.3 cm in diameter. Specimen is serially sectioned, and the endometrium in greatest dimension measures 0.1 cm, myometrium 2.5 cm. The endometrium and myometrium are free of any masses or nodularities. Sections of endometrium/myometrium cassette 3 and 4. The right ovary measures 3.5 x 2.5 x 2.0 cm, associated fimbria and fallopian tube measures 8.1 x 0.6 x 0.6 cm. Sections of grossly unremarkable right ovary and fallopian tube cassette 5. The left ovary measures 2.0 x 2.0 x 1.9 cm, associated fimbria and fallopian tube measures 6.1 x 0.7 x 0.7 cm. Sections of grossly unremarkable left ovary and fallopian tube cardiac size 6. Hemoglobin 9.9, hematocrit 30.6. All other parameters of the cbc within normal limits. Concurrent conditions included overweight, diabetes, hypercholesterolemia, migraine, hypothyroidism, hypertension, hypothyroidism, drug hypersensitivity (dilaudid: itching fentanyl: itching. Keflex: headache. Lodine: itching. Lorabid: itching. Lorcet (hydrocodone): itching. Lortab: itching. Morphine: itching. Motrin: itching. Nickel tizanidine: itching. Tylenol-codeine 3: itching. Ultram: itching), itching (dilaudid: itching. Fentanyl: itching. Keflex: headache. Lodine: itching. Lorabid: itching. Lorcet (hydrocodone): itching. Lortab: itching. Morphine: itching. Motrin: itching. Nickel tizanidine: itching. Tylenol-codeine 3: itching. Ultram: itching), nabothian cyst, uterine fibroid, breast pain, breast lump and hot flashes. Concomitant products included levothyroxine since 2011 for hypothyroidism as well as rivaroxaban (xarelto) since 2015, simvastatin since 2012 and venlafaxine since 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with rash. In (B)(6) 2012, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pain ("pain: body aches"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and hypoaesthesia ("numbness hands/feet"). In december 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion hospitalization), tinnitus ("tinnitus"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: unspecified"), paraesthesia ("tingling hands/feet"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unspecified"), alopecia ("hair loss"), breast pain ("breast pain"), abdominal distension ("I have the bloating things going") and adnexa uteri pain ("I get sharp stabbing pain in my right ovary"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pulmonary thrombosis, allergy to metals, menorrhagia, hot flush, vaginal haemorrhage, tinnitus, migraine, headache, reproductive tract disorder, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, mood swings, hypoaesthesia, abdominal distension and adnexa uteri pain outcome was unknown and the alopecia, breast pain and pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, breast pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pain, paraesthesia, pulmonary thrombosis, reproductive tract disorder, tinnitus, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 trailing coils on the left, 3 trailing coils on the patient's tight. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: new pfs and mr received- new events added: ovarian pain, bloating were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and multiple episodes of pulmonary thrombosis ('blood clot lung', 'blood clots in lungs due to combination of hysterectomy and "hormone" patch') in an adult female patient who had essure (batch no. 782774) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight 230 lbs. (B)(6) 2014, us transvaginal: indeterminate 15 mm ovoid heterogeneous echogenic left adnexal nodule. Recommend contrast enhanced pelvic MRI to further evaluate. 16 mm anechoic left paraovarian cyst. (B)(6) 2015, pathology reports: specimen: a uterus, cervix, bilat fallopian tubes, bilat ovaries diagnosis: uterus, bilateral tubes and ovaries, hysterectomy/bilateral salpingo-oophorectomy: cervix: mild nonspecific inflammation. - squamous metaplasia. Endometrium: dys synchronous pattern endometrium. Myometrium: adenomyosis. Right and left ovaries and fallopian tubes: negative for any significant pathologic changes gross description: the uterus proper weighs 127 grams. Cervical os is circular in shape and measures 0.3 cm in diameter. Specimen is serially sectioned, and the endometrium in greatest dimension measures 0.1 cm, myometrium 2.5 cm. The endometrium and myometrium are free of any masses or nodularities. Sections of endometrium/myometrium cassette 3 and 4. The right ovary measures 3.5 x 2.5 x 2.0 cm, associated fimbria and fallopian tube measures 8.1 x 0.6 x 0.6 cm. Sections of grossly unremarkable right ovary and fallopian tube cassette 5. The left ovary measures 2.0 x 2.0 x 1.9 cm, associated fimbria and fallopian tube measures 6.1 x 0.7 x 0.7 cm. Sections of grossly unremarkable left ovary and fallopian tube cardiac size 6. Hemoglobin 9.9, hematocrit 30.6. All other parameters of the cbc within normal limits. Concurrent conditions included overweight, diabetes, hypercholesterolemia, migraine, hypothyroidism, hypertension, hypothyroidism, drug hypersensitivity (dilaudid: itching fentanyl: itching. Keflex: headache. Lodine: itching. Lorabid: itching. Lorcet (hydrocodone): itching. Lortab: itching. Morphine: itching. Motrin: itching. Nickel. Tizanidine: itching. Tylenol-codeine 3: itching. Ultram: itching), itching (dilaudid: itching. Fentanyl: itching. Keflex: headache. Lodine: itching. Lorabid: itching. Lorcet (hydrocodone): itching. Lortab: itching. Morphine: itching. Motrin: itching. Nickel. Tizanidine: itching. Tylenol-codeine 3: itching. Ultram: itching), nabothian cyst, uterine fibroid, breast pain, breast lump and hot flashes. Concomitant products included levothyroxine since 2011 for hypothyroidism as well as acetylsalicylic acid (aspirin), biotin, clorprenaline hydrochloride (effectol), ketorolac tromethamine (toradol), naproxen sodium (naproxin), oxycodone hydrochloride;paracetamol (percocet), paroxetine hydrochloride (paxil), rivaroxaban (xarelto) since 2015, simvastatin since 2012 and venlafaxine since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced the first episode of allergy to metals ("nickel allergy") with rash. In (B)(6) 2012, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pain ("pain: body aches"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and hypoaesthesia ("numbness hands/feet"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pulmonary thrombosis (seriousness criterion hospitalization), hot flush ("hot flashes"), tinnitus ("tinnitus"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: unspecified"), paraesthesia ("tingling hands/feet/ needles feeling in my hands"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unspecified"), alopecia ("hair loss"), breast pain ("breast pain"), mood swings ("mood swings"), abdominal distension ("I have the bloating things going"), adnexa uteri pain ("I get sharp stabbing pain in my right ovary"), autoimmune disorder ("autoimmune disorder"), madarosis ("eyelashes"), hair colour changes ("getting more gray hairs"), ovarian cyst ("ovarian cyst"), arthralgia ("knee pain"), back pain ("my upper back hurts"), ear pruritus ("I have been breaking out something "terrible" in between my boobs and my ears(inside$outside of both ears) it all itches"), pneumocystis jirovecii pneumonia ("pcp"), the second episode of allergy to metals ("nickel allergy"), stress ("stresses"), neuralgia ("nerve pain"), diabetes mellitus ("I am border line diabetic"), hernia ("hernia"), night sweats ("sweating night"), myocardial infarction ("I wasa having heart attack"), the second episode of pulmonary thrombosis ("blood clot lung"), chest pain ("chest pain"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heart burn") and skin exfoliation ("scalp") and was found to have blood glucose abnormal ("blood sugar control") and hepatic enzyme increased ("liver enzymes high"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, menorrhagia, hot flush, vaginal haemorrhage, tinnitus, migraine, headache, reproductive tract disorder, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, mood swings, hypoaesthesia, abdominal distension, adnexa uteri pain, autoimmune disorder, madarosis, hair colour changes, ovarian cyst, arthralgia, back pain, ear pruritus, pneumocystis jirovecii pneumonia, the last episode of allergy to metals, stress, diabetes mellitus, hernia, night sweats, hepatic enzyme increased, myocardial infarction, the last episode of pulmonary thrombosis, chest pain and skin exfoliation outcome was unknown and the alopecia, breast pain and pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, arthralgia, autoimmune disorder, back pain, blood glucose abnormal, breast pain, chest pain, diabetes mellitus, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, hair colour changes, headache, hepatic enzyme increased, hernia, hot flush, hypoaesthesia, madarosis, menorrhagia, migraine, mood swings, myocardial infarction, nausea, neuralgia, night sweats, ovarian cyst, pain, paraesthesia, pneumocystis jirovecii pneumonia, reproductive tract disorder, skin exfoliation, stress, tinnitus, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of allergy to metals, the first episode of pulmonary thrombosis, the second episode of allergy to metals and the second episode of pulmonary thrombosis to be related to essure. The reporter commented: there were 5 trailing coils on the left, 3 trailing coils on the patient's tight. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social medial received: - reporter information was added. New event added autoimmune disorder, eyelashes, hair color graying, ovarian cyst, knee pain, back pain, ear pruritus, pneumocystis pneumonia, nickel allergy, stress, nerve pain, diabetic, hernia, night sweats, blood sugar abnormal, hepatic enzyme increased, heart attack, blood clot lung, chest pain, acid reflux, heart burn, scalp. Concomitants drugs was added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and multiple episodes of pulmonary thrombosis ('blood clot lung', 'blood clots in lungs due to combination of hysterectomy and hormine patch') in an adult female patient who had essure (batch no. 782774) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight 230 lbs. (B)(6) 2014, us transvaginal: indeterminate 15 mm ovoid heterogeneous echogenic left adnexal nodule. Recommend contrast enhanced pelvic MRI to further evaluate. 16 mm anechoic left paraovarian cyst. (B)(6) 2015, pathology reports: specimen: a uterus, cervix, bilat fallopian tubes, bilat ovaries diagnosis: uterus, bilateral tubes and ovaries, hysterectomy/bilateral salpingo-oophorectomy: cervix: mild nonspecific inflammation. - squamous metaplasia. Endometrium: dys synchronous pattern endometrium. Myometrium: adenomyosis. Right and left ovaries and fallopian tubes: negative for any significant pathologic changes gross description: the uterus proper weighs 127 grams. Cervical os is circular in shape and measures 0.3 cm in diameter. Specimen is serially sectioned, and the endometrium in greatest dimension measures 0.1 cm, myometrium 2.5 cm. The endometrium and myometrium are free of any masses or nodularities. Sections of endometrium/myometrium cassette 3 and 4. The right ovary measures 3.5 x 2.5 x 2.0 cm, associated fimbria and fallopian tube measures 8.1 x 0.6 x 0.6 cm. Sections of grossly unremarkable right ovary and fallopian tube cassette 5. The left ovary measures 2.0 x 2.0 x 1.9 cm, associated fimbria and fallopian tube measures 6.1 x 0.7 x 0.7 cm. Sections of grossly unremarkable left ovary and fallopian tube cardiac size 6. Hemoglobin 9.9, hematocrit 30.6. All other parameters of the cbc within normal limits. Concurrent conditions included overweight, diabetes, hypercholesterolemia, migraine, hypothyroidism, hypertension, hypothyroidism, drug hypersensitivity (dilaudid: itching fentanyl: itching, keflex: headache, lodine: itching, lorabid: itching, lorcet (hydrocodone): itching, lortab: itching, morphine: itching, motrin: itching, nickel, tizanidine: itching, tylenol-codeine 3: itching, ultram: itching), itching (dilaudid: itching, fentanyl: itching, keflex: headache, lodine: itching, lorabid: itching, lorcet (hydrocodone): itching, lortab: itching, morphine: itching, motrin: itching, nickel, tizanidine: itching, tylenol-codeine 3: itching. Ultram: itching), nabothian cyst, uterine fibroid, breast pain, breast lump and hot flashes. Concomitant products included levothyroxine since 2011 for hypothyroidism as well as acetylsalicylic acid (aspirin), biotin, clorprenaline hydrochloride (effectol), ketorolac tromethamine (toradol), naproxen sodium (naproxin), oxycodone hydrochloride;paracetamol (percocet), paroxetine hydrochloride (paxil), rivaroxaban (xarelto) since 2015, simvastatin since 2012 and venlafaxine since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced the first episode of allergy to metals ("nickel allergy") with rash. In (B)(6) 2012, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pain ("pain: body aches"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and hypoaesthesia ("numbness hands/feet"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pulmonary thrombosis (seriousness criterion hospitalization), hot flush ("hot flashes"), tinnitus ("tinnitus"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: unspecified"), paraesthesia ("tingling hands/feet/ needles feeling in my hands"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unspecified"), alopecia ("hair loss"), breast pain ("breast pain"), mood swings ("mood swings"), abdominal distension ("I have the bloating things going"), adnexa uteri pain ("I get sharp stabbing pain in my right ovary"), autoimmune disorder ("autoimmune disorder"), madarosis ("eyelashes"), hair colour changes ("getting more gray hairs"), ovarian cyst ("ovarian cyst"), arthralgia ("knee pain"), back pain ("my upper back hurts"), ear pruritus ("I have been breaking out something terible in between my boobs and my ears(inside$outside of both ears) it all itches"), pneumocystis jirovecii pneumonia ("pcp"), the second episode of allergy to metals ("nickel allergy"), stress ("stresses"), neuralgia ("nerve pain"), glucose tolerance impaired ("I am border line diabetic"), hernia ("hernia"), night sweats ("sweating night"), myocardial infarction ("I wasa having heart attack"), the second episode of pulmonary thrombosis ("blood clot lung"), chest pain ("chest pain"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heart burn") and skin exfoliation ("scalp") and was found to have blood glucose abnormal ("blood sugar control") and hepatic enzyme increased ("liver enzymes high"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, menorrhagia, hot flush, vaginal haemorrhage, tinnitus, migraine, headache, reproductive tract disorder, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, mood swings, hypoaesthesia, abdominal distension, adnexa uteri pain, autoimmune disorder, madarosis, hair colour changes, ovarian cyst, arthralgia, back pain, ear pruritus, pneumocystis jirovecii pneumonia, the last episode of allergy to metals, stress, glucose tolerance impaired, hernia, night sweats, hepatic enzyme increased, myocardial infarction, the last episode of pulmonary thrombosis, chest pain and skin exfoliation outcome was unknown and the alopecia, breast pain and pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, arthralgia, autoimmune disorder, back pain, blood glucose abnormal, breast pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, glucose tolerance impaired, hair colour changes, headache, hepatic enzyme increased, hernia, hot flush, hypoaesthesia, madarosis, menorrhagia, migraine, mood swings, myocardial infarction, nausea, neuralgia, night sweats, ovarian cyst, pain, paraesthesia, pneumocystis jirovecii pneumonia, reproductive tract disorder, skin exfoliation, stress, tinnitus, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of allergy to metals, the first episode of pulmonary thrombosis, the second episode of allergy to metals and the second episode of pulmonary thrombosis to be related to essure. No further causality assessment were provided for the product. The reporter commented: there were 5 trailing coils on the left, 3 trailing coils on the patient's tight. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: extension of expected date of next report on 20-mar-2020: reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.